Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs2680 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing for placing the catheter, a check found a section of black bulge spanning the 13-14 marks and nearing the 13 mark. Due to the inability to judge its composition and eliminate them, as well as the concern that adverse reactions would occur after being placed in the body of this patient, the catheter was replaced with a new one.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign matter present on the catheter is confirmed but the exact source and cause of the material is unknown. Three photographs of a groshong catheter were returned for investigation. The first photo shows a segment of the catheter. A black material appears to be present near the 13 cm depth marker. The second photo shows the same section of catheter with the black material. The material cannot be identified from the photo. The third photo shows another angle of the catheter segment. The black material appears to be a glossy substance. The photos will be forwarded to the manufacturing facility for further evaluation. The condition of the catheter prior to kit packaging is also unknown. Since a material was present on the device, the complaint is confirmed but the exact cause is unknown. Rey nosa evaluation complaint due to ¿foreign material present on the catheter¿ is inconclusive. According with the photo evaluation performed at reynosa facility and evaluation performed by vad field assurance the following was concluded: the kind of material/residue found on the catheter could not be determined through the provided photographs. Neither, the source of the foreign material due the condition of the sample prior to opening. Therefore, the cause of the event reported in this complaint is inconclusive at this time. A lot history review (lhr) of recs2680 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing for placing the catheter, a check found a section of black bulge spanning the 13-14 marks and nearing the 13 mark. Due to the inability to judge its composition and eliminate them, as well as the concern that adverse reactions would occur after being placed in the body of this patient, the catheter was replaced with a new one.